Manufacturer narrative:
Upon receipt of additional information, it has been determined that this complaint is a duplicate of (B)(4). The initial report was forwarded in error and should be voided.the event was reported on MFR-0001825034-2025-01072 on april 11, 2025.

Event description:
Upon receipt of additional information, it has been determined that this complaint was a duplicate of 0001825034-2025-01072. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. The product will not be evaluated by zimmer biomet as the device was discarded. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty. Subsequently, the implant was revised due to disassociation. There was harm/injury to the patient as the patient had to underwent additional surgical/medical intervention. Due diligence is complete. No additional information is available.